Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
Patient with globally unstable right knee and is status post rtka revision. A 3x9 ps insert was revised to a 3x13 ps insert.